Event description:
Just received the malem alarm by (B)(6) and powered up the device. Upon inserting the sensor, the alarm is getting rather hot to operate. It is not possible to use the alarm as if it touches my daughters skin, it will easily cause skin burn. The device is just way too hot to operate. I am having trouble holding it in my hands as I think it will burn my fingers. This is not a safe device. I may have gotten a defective unit, but the way its behaving, its just not been tested correctly.